Event description:
It was reported that "cut mode 1-6 does not work properly, having to turn it up to 7-8."

Manufacturer narrative:
The facility will be returning the unit that was in use during the procedure. When add'l info becomes available, a follow-up report will be filed.